Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a ventral incisional hernia and umbilical hernia. After implant, the patient experienced abscess, chronic mesh infection, recurrent hernia, extensive intra-abdominal adhesions, fluid collection, recurrence, abdominal pain, nausea, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and purulent appearing material. Post-operative treatment included surgical removal of the mesh.

Manufacturer narrative:
Additional information: b5, h6(patient codes), additional codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a ventral incisional hernia and umbilical hernia. After implant, the patient experienced abscess, chronic mesh infection, recurrent hernia, extensive intra-abdominal adhesions, fluid collection, recurrence, abdominal pain, nausea, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, inflammation, seroma, and purulent appearing material. Post-operative treatment included surgical removal of the mesh, CT-scan. Relevant tests/lab data: 27oct2015: op note- scan confirmed recurrence of the fluid collection/presumed abscess, which appeared to communicate with the mesh or subfascial component. 01dec2015: op note- CT scan: 2 pieces of mesh with unexplained associated fluid.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a ventral incisional hernia and umbilical hernia. After implant, the patient experienced phlegmon, abscess, chronic mesh infection, recurrent hernia, extensive intra-abdominal adhesions, fluid collection, abdominal pain, nausea, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, inflammation, seroma, and purulent appearing material. Post-operative treatment included percutaneous drain placement, antibiotics, exploratory laparotomy, enterolysis, unilateral muscle/myocutaneous/fasciocutaneous abdominal flap component separation, surgical removal of the mesh, CT-scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a ventral incisional hernia and umbilical hernia. After implant, the patient experienced abscess, chronic mesh infection, recurrent hernia, extensive intra-abdominal adhesions, fluid collection, recurrence, abdominal pain, nausea, and purulent appearing material. Post-operative treatment included surgical removal of the mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. After implant, the patient experienced abscess, chronic mesh infection, recurrent hernia, and extensive intra-abdominal adhesions. Post-operative treatment included surgical removal of the mesh.